Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter valve, the patient presented with elevated gradients. Additionally, potential thrombus was noted. Subsequently, a computed tomography (CT) was performed. Additional information was received that the valve gradient prior to implant was 41 mm hg. The valve was implanted at a depth of 5 to 6 mm on the non-coronary cusp (ncc) and 6 to 7 mm on the left coronary cusp in the stenotic native annulus. Following implant the mean gradient was 5 mm hg, but at discharge the mean gradient was 12.5 mm hg. Approximately 4 years and 9 months later, a computed tomography scan revealed thrombus on all three leaflets. The mean gradient at this time was 42 mm hg. There was no leaflet thickening on the bioprosthetic valve. The patient was started on a blood thinning and anti-platelet medication for the thrombus. Per the physician, the patient's obesity may have contributed to the thrombus formation. Of note, the patient had been on a non-steroidal anti-inflammatory drug for 6 months following the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter valve, the patient presented with elevated gradients. Additionally, potential thrombus was noted. Subsequently, a computed tomography (CT) was performed.